Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
The valve was received in the return kit, submersed in an unidentified liquid. No significant deformations or damage of the valve were detected during the visual inspection. A permeability test has shown that the progav 2.0 valve is permeable. The progav 2.0 valve was tested and is adjustable to all specified pressures. The brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Based on our investigation, we are unable to substantiate the claim of non-adjustability. At the time of our investigation, the progav 2.0 was able to be adjusted to all specified settings. No further actions are required.